Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that there is a crack on the display screen and the screen film is peeling away. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the display isolation tape. The liquid crystal display was inspected and no anomaly was noted. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.